Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
A patient reports while wearing a pod their blood glucose level had rose to 587 mg/dl. The patient reports after waking up in the middle if the night their blood glucose level had not decreased after administering insulin. The patient reports on the way to work their vehicle was struck from behind by another vehicle. Once the patient had arrived at the hospital emergency room the patient was advised to remove their pod. The patient was diagnosed with hyperglycemia. The patient was treated with intravenous fluids as well as insulin. The patient reports they were at the hospital for 5-6 hours.